Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported red and purple lumen broke near the cap connection to the line. The lines were clamped and are scheduled to be removed and replaced. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: DHR was reviewed and no deviations/issues were identified associated with this problem in regards to product materials or during packaging, manufacturing or qc inspection processes. All necessary inspections were performed throughout all the manufacturing, packaging and inspection activities and for raw material utilized in the manufacture of this lot, in regards the problem described. This is the only complaint that has been reported for this corporate lot number to date. Investigation summary: one 6 fr d/l powerline polyurethane catheter w surecuff was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for catheter break at the red and purple hubs, as the hubs were completely separated from the extension legs. The incline of the break profiles and the granular/striated break surfaces are indicative of gradual catheter tearing and some parts of the break surfaces had concentric striation patterns consistent with tack points ¿ regions where the catheter interacts with the hub. The definitive root cause could not be determined based upon available information. It is unknown if procedural issues contributed to the reported event as the origin of the breaks is not known. However, the characteristics observed are consistent with signs of progressive failure, associated with repeated stressing of the hub against the tubing. Repeated and/or excessive stresses, such as torque, lateral stress, and tensile stress may have contributed to the reported hub detachments. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that the red and purple lumen broke near the cap connection to the line. The lines were clamped and are scheduled to be removed and replaced. There was no reported patient injury.